Event description:
During routine extraction of the im nail, the tip of the extractor bolt broke off in the nail. Efforts to remove the nail were unsuccessful and the nail with the extractor bolt tip remain in the pt.